Event description:
The asp clinical education consultant (cec) called to report a customer alleging that the disinfectant time on their aer unit is set at one minute. The cec informed the customer that the time needed with the use of cidex opa is 5 minutes. The account was re-inserviced for the correct time. The customer did not have information regarding how long has the setting been at one minute, the number of scopes processed and potential patient injuries. The customer has not responded to asp's attempts in retrieving more information.